Event description:
It was reported by a customer that on (B)(6) 2011 there was a loss of power, a loud pop; the fiber tip came off at 131, 661 joules. Per the customer, the fiber tip was retrieved. No pt injury was reported.